Event description:
It was reported the patient received the following results within 15 minutes: 126 mg/dl (patient's meter) and "hi" mg/dl (hospital's meter). The patient experienced symptoms of high fever, dizziness, difficulty breathing, vomiting, and seizure. The patient was admitted into the diabetic intensive care unit as the patient entered a diabetic coma and was placed on a ventilator. The type of treatment provided to the patient at the hospital was not provided. The patient was currently still in the hospital. The patient's blood glucose result prior to the hospital visit was not provided. No further information was provided prior to the hospitalization.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.